Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean parts of the pump, ensuring no debris was present, and to follow on-screen instructions to complete the loading process. The customer successfully completed these steps and resumed insulin delivery.